Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: blood pump.additional text: thrombus on inflow aspect of rotor.specific component(s) involved: other component malfunction, specify.additional text:other component: inflow aspect of rotor.causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of pump; other interventions, specify.other intervention : explant hmii, implant hm xve lvad.implant device type: lvad.